Event description:
Physician was in surgery suite with patient to perform sinus surgery. It was noted that the images were not flipped as desired. There was no reported patient injury associated with this event.

Manufacturer narrative:
Follow-up will be filed when investigation is complete. (B) (4).